Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: h6 codes updated to reflect the event.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient lost about 60 pounds and the lead and anchor were protruding from the midline incision site. There was no skin erosion. It was noted that the anchor was too shallow and causing irritation. No falls or trauma were reported. Surgical intervention was undertaken wherein the lead and anchor were explanted. Effective therapy restored post-op.